Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 401 mg/dl. The patient could not figure out how to bolus. The customer was not assisted due to the call dropping. The insulin pump was not returned for analysis.